Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the ins serial number was unobtainable and that it was ¿unknown¿ both whether any actions or interventions were taken to resolve the issue and what the cause of the stronger stimulation during recharging was. It was additionally ¿unknown¿ whether the issue had been resolved, though it was noted that ¿no further issues had been reported¿ at the time of follow-up.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient felt that the stimulation was stronger a bit while after the device started to be recharged on (B)(6) 2017. The device settings were unknown. No x-ray images were available. Telemetry data was available. There were no external factors that contributed to the event. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the event. No surgical intervention occurred, nor was planned. The issue was not resolved at the time of this report. There was no patient injury. No further complications were reported or anticipated.